Event description:
It was reported that this pacemaker was unable to be interrogated using a wand. The consult was compatible with the device. The device remains in service. No adverse patient effects were reported.